Event description:
It was reported that during a ptca procedure it was noted that the tip of the guide wire was too far distal, so it was pulled back a little and the lesion was treated. 2 hrs after the procedure the pt returned to the cath lab with cardiac tamponade which was treated by pericardiocentesis. The pt is reported to be doing well.